Event description:
A patient reported having experienced infection issues with their evoke spinal cord stimulation (scs) closed loop stimulator (cls) pocket site since the initial implant. The cls pocket site had been flushed multiple times to resolve the infection concerns unsuccessfully. The scs system was explanted, and the infection has resolved.